Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of a combination of t-waves and noise. At the time of the shock, the patient was bicycling on a very uneven surface. The clinic has assessed this to be an isolated incident, and the patient was discharged home and will continue with normal follow-ups. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.